Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms. Log file review captured multiple low flow events, some of which were not sustained long enough to activate the audible alarm. Additional information was received that the low flow alarms were caused by outflow graft thrombus which was confirmed via computed tomography (CT) scan. The patient underwent an hvad to heartmate 3 exchange and the thrombus was located in the old outflow graft. The patient showed no symptoms of thrombus aside from the low flow alarms and there were no changes to pump parameters that would have contributed. It was noted that the patient would be transferred to another facility for procedural intervention.

Event description:
Additional information: it was reported that the patient had stenting of the outflow graft in (B)(6) of 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft thrombus could not be confirmed through the submitted images and no product was returned for evaluation. Additionally, review of the log files provided by the account confirmed multiple low flow alarms; however, a specific cause for these findings could not be conclusively determined. A direct correlation between the observed alarms and the reported outflow graft thrombus could not be conclusively established. The controller event log file contained data from 26jan2022 09:19:34 through 26jan2022 10:08:58, per the timestamps. Intermittent low flow faults were captured throughout the log file when the estimated flow dropped below the low flow threshold of 2.5 liters per minute (lpm), to a range of 2.3 ¿ 2.4 lpm. Of these faults, 30 lasted long enough to trigger low flow hazard alarms, with the longest lasting over 3 minutes in duration. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU, rev. C and the hm3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿ (under ¿clinical screen¿), contains sections on pump flow, pump speed, pulsatility index, and pump power and addresses the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following the removal of the core and to address one or both as needed. Furthermore, this section, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolisms or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the thrombus was identified on 26jan2022 at the anastomosis of the prior hvad outflow graft and the heartmate 3 outflow graft.